Event description:
The pace/sense portion of this lead was capped on (B)(6) 2012 due to lead fracture. The lead remains implanted for shock capability. The physician implanted another lead for pacing and sensing. There are no adverse events reported for this patient. Should additional information become available, this file will be updated.